Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 3mm circumferential tear 6mm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.5 x 15mm non-bsc balloon catheter was advanced for dilation however, the balloon ruptured. A 2.50mm x 15mm nc emerge balloon catheter was then advanced but failed to cross the lesion. Subsequently, the device was replaced with a different device. Following rotablation, stenting was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed circumferential balloon tear.